Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, stapler would not fire. They tried 2 different loads and still wouldn't fire. Opened new stapler and loads worked on the second one that was open.